Event description:
It was reported that the patient presented to the hospital emergency room on (B)(6) 2022 due to discomfort from 3 inappropriate shocks. During examination, it was noted that there was anti tachycardia pacing and shocks delivered due to noise and high pacing lead impedance on right ventricular (rv) lead. There was inhibition of cardiac pacing due to lead noise. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.